Event description:
I had cervical spine decompression and fusion c4 to c7 surgery at (B)(6) hospital on (B)(6) 2014. A globus expand titanium cage with globus anterior cervical plating was used. The cage "failed/malfunctioned" according to the medical records and according to my neurosurgeon, dr. (B)(6). Due to the device failure 50% of the expand cage stripped and the screws pulled out loosening the plate. I was readmitted to (B)(6) hospital on (B)(6) 2014, representatives of globus were present at the hospital for the corrective surgery on (B)(6) 2014, including the globus representative, mr. (B)(4), as well as an engineer from globus, and these globus representatives acknowledged that there was a device failure and that the failure would be "reported." I have no other details on the specifics of the device as to the model number, serial number, etc. The device is currently being held by (B)(6) hospital at the request of my attorney. The representative of the hospital for custody of the device is ms. (B)(6).